Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change. Upon interrogation, the pacemaker battery voltage was found well below elective replacement indicator (eri) voltage. Further investigation confirmed that the pacemaker reached eri based on voltage and magnet rate. The device was changed out with no adverse outcome.

Manufacturer narrative:
Analysis was normal. No anomalies were found.